Manufacturer narrative:
81 others: the suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer presses the factory defaults button as instructed on the screen, and the unit turns off. Then, turn the unit back on, and the unit worked properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 displayed a "bellavista detect a user interface issue" alarm while testing the unit in volume control mode during user verification test prior patient use. The customer confirmed that there was no patient associated with the incident.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Vyaire medical was able to confirm the issue and advised the customer to update the vent to the latest version sw 6.0.2100.0, which resolved the issue. Root cause of failure was determined due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.